Event description:
Customer reportedly received results of 13.0 mmol/l, 4.4 mmol/l, and 5.7 mmol/l within 7 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).